Event description:
It was reported that the pump was underdelivering. The pt experienced an increase in symptoms. Both dye and rotor studies were conducted and showed no abnormality. The pump was replaced. The pt recovered without sequela. The pump contained lioresal at the time of the event.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.